Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: three jpg images were provided for review. One was a fluoroscopic load check with frame overlap up until about 1 ½-2 nodes which is considered to be a ¿good¿ load. The other two images are of a bioprosthesis that has been removed from the patients¿ body and then re-deployed until approximately 80% with noted infolding in the valve frame. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. In this case, it was reported that the patient had heavy annular and leaflet calcification which led to the valve infolding and under-expansion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed with a 22 millimeter (mm) balloon (true). The valve was loaded by an experienced loader and no misload was reported. During the implant into a patient with heavy annular and leaflet calcification, the valve did not fully expand. An I nfold was noted at 80% deployment. The valve was recaptured and withdrawn. The infold was confirmed on the back table. Subsequently, a new valve was used for the implant. No adverse patient effects were reported.